Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to infection; periprosthetic fracture stem (left) srnjr number: (B)(4). First revision asa: p2 - mild disease not incapacitating.